Event description:
It was reported that the patient presented to the clinic. Upon device interrogation, the atrial lead exhibited loss of capture and loss of sensing. The atrial lead was subsequently explanted and replaced. The patient remained stable throughout the procedure.